Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger displays error code) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the resets was isolated to a corrupted u13 cmos-flash microcontroller on the bedside pca. The root cause for the corrupted u13 microcontroller could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was displaying an error when charging a battery pack.